Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed button error and unexpected restart. The customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump alarmed button error and the act button works intermittently. Button error troubleshooting was performed and confirmed that time is advancing. Customer also reported that the insulin pump alarmed unexpected restart even after battery has been changed. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
No button error alarm noted. All buttons did not respond due to corroded keypad traces. The insulin pump passed idle current test. Unable to perform run current test, self test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test or verify unexpected restart alarm due to button keypad anomaly. The insulin pump was received with cracked display window, cracked case at display window corners, cracked battery tube threads and cracked reservoir tube lip.